Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, 5 years and 8 months post implant of a 29mm sapien 3 valve in pulmonic position, the valve had perivalvular leak. The patient underwent a successful valve-in-valve procedure with a 29mm sapien 3 valve.

Manufacturer narrative:
Updated h6-type of investigation, investigation findings. Corrected h6- investigation conclusions. The device was not returned for evaluation as it remained implanted. The complaint for paravalvular leak was unable to be confirmed due to unavailability of relevant medical record and/or imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals also revealed no deficiencies. Pulmonic valve replacement using the sapien 3 (s3) with the certitude delivery system (ds) is not an indicated use. The risk management file captures risks for indicated device use only. The review of the risk management file is complete, and no further action is required at this time. As reported, "5 years and 8 months post implant of a 29mm s3 valve in pulmonic position, the valve had perivalvular leak". Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue due to a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Based on the patient's date of birth and date of implantation (2017), the valve was implanted while the patient was around 7 years old. The paravalvular leak was observed after 5 years and 8 months when patient was around 13 years old. In this case, it was likely the growth of the patient led to the cardiac remodeling resulting in paravalvular leak as reported. As such, available information suggests that patient factors (patient growth, cardiac remodeling) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.